Event description:
End user reports while operating the motorized wheelchair outside, she drove over a pocket of sandy terrain which caused the unit to slide. End user reports that she put her foot on the ground to stop the chair and her leg got caught underneath the unit causing a bruise to her left calf and shin. End user reports that as a result of her diabetes, the leg injury ulcerated, requiring surgery.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user was not exercising caution while operating the motorized wheelchair over soft and/or uneven surfaces, as advised in the owner's manual.